Event description:
The patient called reporting alert tones every four hours. Follow up received from the clinic confirmed a lead integrity alert (lia) on the right ventricular (rv) lead due to sensing integrity counter (sic) and high-rate non-sustained episodes which is a known issue and the alert was turned off on (B)(6) 2024. There were no patient complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).